Event description:
It was reported that flush experienced issues. During an ablation procedure to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. Product was prepared accordingly and was flushed on both ports successfully. During insertion, the catheter was connected to drip from a pressure bag and seemed to drip at a much slower rate than normal, possibly due to an occlusion. The drip rate on pressure bag was attempted to be increased, but this was not successful. The catheter was replaced, and procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.